Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer changed the cartridge and infusion set, and successfully resumed insulin delivery. Customer's blood glucose level was 289 mg/dl.